Manufacturer narrative:
The reported problem could not be confirmed. Evaluation summary: the returned ventilator was visually inspected and no abnormalities were found. The unit was set up and permitted to ventilate for 24 hours on the settings that were used during the reported event. The device performed normally and no alarms or error messages were recorded. The ventilator was power cycled 30 times. It functioned normally and no alarms or error messages were recorded. The ventilator met all functional testes. The returned ventilator will be forwarded to the manufacturer for further analysis.

Event description:
Pt was moved to a new room location in the hospital and during transport, ventilator was utilized on battery power. When pt was settled in the new room, the therapist plugged unit into ac wall socket. Reportedly, ventilator stopped cycling and there was an audible alarm and screen message of power save on. After several attempts to restart ventilator by using reset and on/off buttons, the ventilator restarted on ac power. It was reported that there was no change in pt vital signs during this event. No serious pt injury was reported.